Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent, critical high sodium (na) results generated by the synchron lx I 725 clinical system. The critical rerun generated na results within the reference range. The erroneous results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Before the event, the ion selective electrode (ise) system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse rebuilt the ratio pump and aligned the modular chemistries (mc) probe. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.